Event description:
While onsite to service the ventilator, the manufacturer's service technician noted a diagnostic code in the ventilator's log history indicating an oxygen valve stuck closed occurrence. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to function using an air gas source. The customer did not report the occurrence during any previous usage or when it occurred. The customer reported the ventilator was in use and there was no patient harm. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The service technician was unable to duplicate the finding. Performance verification testing was completed and all tests passed per operating specifications.